Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with central striae in left eye. Flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of halo, glare and, blurry vision and shadows. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2021, right eye pre-op 20/20 -4.00 x -1.75 x 173, left eye pre-op 20/20 -3.25 x -2.25 x 0. Bcva from post op, right eye 20/20, left eye 20/100.